Event description:
Account reported that five pouches of the langston pigtail catheter were not sealed. All five units were from the same lot number. No patient impact was reported by the account.

Manufacturer narrative:
Manufacturer's evaluation of the returned product confirmed that the sterile barrier of the packaging for the five langston units was compromised. Likely root cause of this failure has been determined to be operator error.